Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the filter did not open during deployment. A greenfield¿ filter was selected for placement in the inferior vena cava (ivc). A jugular approach was used. Once in position, the filter failed to open. The physician was able to manipulate it enough so that it was successfully deployed. There were no patient complications reported.